Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for low battery alert and no delivery. The customer's blood glucose level was 190mg/dl. The customer states they had received replacement battery cap, but the issues persist. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No excessive no delivery alarm noted. The insulin pump passed self-test, unexpected restart test and all operating current measurement was normal. No unexpected low battery, off no power alarm or battery indicator anomaly noted. The insulin pump was monitored for 24 hours with multiple basal rates and functioned properly. No blank display or display anomaly noted during testing. No moisture damage inside pump noted. The minilink meter communicated properly with the pump. No sensor or weak signal alarm anomaly noted during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.